Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 40 mg/dl. Customer¿s current blood glucose level was 247 mg/dl. Customer also experiences blood glucose level of 200 mg/dl. Customer was also reported sensor issue. The customer states that the difference between sensor glucose and blood glucose was not within range. The insulin pump and sensor will not be returned for analysis.